Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported an infection was discovered in the pocket/ right side of the dbs ipg. As a result, the patient was admitted into the hospital wherein surgical intervention was undertaken on (B)(6) 2017. During the procedure, the dbs ipg and extensions were explanted. Reportedly, cultures were taken; however results are unavailable. In turn, the patient was treated with oral antibiotics overnight and discharged the following day.